Event description:
It was reported that during interrogation an error message was incurred stating "device cannot be interrogated because it has newer software". It was determined that the programmer did not have the current software update to perform the interrogation. Another programmer was used with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.